Event description:
Country of complaint: (B)(6). The suture is frayed.

Manufacturer narrative:
Us reporting agent notified on (B)(4) 2014. Mfg site eval: samples received: 1 open racepack. There are no previous complaints of this code/batch. There are no units in OEM stock. Thread of the open sample received has a little section (approx. 4 cm) with damaged surface. However, the root cause of this complaint can not be fully assigned as the sample received has been manipulated. A visual inspection of thread is conducted on 100% of raw material spools of premilene. There are in process controls and mfg controls in order to check irregularities/defects on the thread surface during the mfg of the finished product. Review the batch mfg record, this product had a normal process and the results during the process fulfil OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable. Corrective/ preventive actions: not applicable.